Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. Upon investigation the power unit connector would only intermittently power up the battery charger. The root cause of the defective power unit connector could not be positively identified but was likely random component failure. No adverse event occurred because of the defective power unit connector. The patient received a replacement battery charger.

Event description:
A zoll patient service representative (psr) called zoll to report that an (B)(6) female patient's battery charger was not working. The patient was issued a replacement battery charger.